Event description:
It was reported that most of the pump touch screen was black. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.